Event description:
Spontaneous call: patient was admitted overnight for hickman issue and is getting it replaced. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by health professional.